Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse determined that drawer 3 had a defective spring, which is why the operator was troubleshooting an issue of drawers not opening. The cse repaired the spring. However, the device performed as designed at the time when the operator was struck. When the power to the sample manager was turned off, the power to the drawers' electromagnet was removed and a spring pushed the drawers open so that the trays could be accessed. This is normal operation for the workcell sample manager. This device is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an workcell sample manager was troubleshooting an issue where the drawers would not open. The operator rebooted the workcell sample manager and the drawers opened. When the drawers opened, the operator was struck in the head by one of them. The operator required time off from work after the incident.